Event description:
On (B)(6) 2017, I went to (B)(6) eye specialists in (B)(6) to dr (B)(6) for injections in both eyes for macular degeneration. My left eye was contaminated with silicone gels droplets from the needle used. Now I have a silicone floater, size of a dime that floats in my left eye vision with about 50 small shrapnel black spots. Both drs informed me that there is a surgery they can do to remove the silicone droplets. From what I researched on the internet, this was a problem 8 years ago with the compounding labs, but I was never informed of that or I would have never opted for this injection. I have requested to be switched to eylea injections at a hefty co pay from now on. My eye sight is worth it. I am having a hard time understanding how this ever happened again and scared of what this is doing to my eyesight. Frequency: every week. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: macular degeneration. Is the product compounded? No; is the product over-the-counter? No.